Event description:
Reporter stated that customer received the following results on 2 different meters within 1 minute: 23.0 mmol/l (aviva system) and 7.6 mmol/l (unspecified roche system of friend). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation; however, they are no longer available for return.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Note: no additional information is available related to the friend's roche meter. It is not known which roche meter the friend was using. Device will not be returned.